Event description:
It was reported that a patient implanted with an impella 5.5 experienced going in and out of runs of ventricular tachycardia. When this happens the patient becomes laminer. Flows are stable. However, pressure drops. The position was evaluated and it was fine in the mid ventricle off the septum. However, the patient was very sensitive to stimulation. The decision was made by the medical doctor to put on lidocaine., consult and paralyze to control the ectopy. The patient was very stable when leaving the intensive care unit. The patient had increased computed tomography output overnight. Blood products were being given. The next day, the patient had frequent ventricular tachycardia storms on amiodarone and pacing wires. P9 causes suction but the position was stable and echocardiogram showed ejection fraction of around 20/25 percent. The nurse reported two days later that the patient was hemodynamically stable on dobutamine and milrinone. The team would be pulling the continuous renal replacement therapy (crrt) today. Mean arterial pressures were in the 80's. The patient remained paralyzed. Two days after, no systemic heparin was noted. The patient was subcutaneous for two days. They may start as chest tube output has decreased significantly. An echocardiogram was done at bedside and the pump was turned down to p4. Ejection fraction was not improving and was still at out 20 percent. Support was resumed at p7. They may trach and peg and then wean the impella. Only a drip change has been done to decrease the milrinone dosage. The next day the patient was headed to the operating room for a trach and peg. The patient received trach and peg. The next day the patient was weaned off paralytics onto light sedation to assess neurology. There were no pressors and the patient remained on crrt. Dressing was changed on the axillary site and the swan was swapped out. The next day impella flows were changed from p7 to p6. The plan was to continue to wean depending on the patient's tolerance. Support was continued. The patient complained of gastrointestinal issues, possible ileus. No issues with the impella. Care was withdrawn and the patient expired. Additional information was received. The pump has been thrown away. The patient's outcome was attributed to a sick heart and open heart surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.